Manufacturer narrative:
Analysis received the unit with blank display due to battery tube connector not plugged in properly.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.